Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2024. Patient was febrile post operation and was started on oral antibiotics. Later patient travelled to florida on plans to board a cruise. She felt worsening pain with weakness and was admitted to the hospital on (B)(6) 2024. A CT scan of the abdomen and pelvis demonstrated a fistula between her uterus and the sigmoid colon with perforation of the anterior uterine wall and second perforation posteriorly. Patient underwent a hysterosalpingectomy with rectosigmoid colon resection and creation of end colostomy. Patient required additionally one session of dialysis due to acute kidney failure due to vancomycin.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Medwatch report received for this event mw5158607 from reporter (B)(6). Patient was a 40 year female, confirmed that the index operation for the device was on (B)(6) 2024. The emergent operation (hysterectomy and colostomy creation) was on (B)(6) 2024. Reporter confirmed that event reported to hologic and mw5158607 are the same event and patient.